Event description:
This patient will explanted due to concern of electrode array damage, using the appropriate diagnostic equipment, it was determined that the device was not functioning according to manufacturer's specifications.explantation/reimplantable surgery is yet to be scheduled. The healthcare professional was informed that the explanted device should be returned to cochlear.